Event description:
It was reported that pump touchscreen sometimes responded incorrectly, such as opening bolus screen when options button was pressed, and touchscreen test showed failure during step 6. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to clean and dry pump screen and hands, completed touchscreen test under guidance, was given full pump reset instructions, and chose to perform reset independently without further follow-up from technical support.